Event description:
Caller alleged discrepant inratio results. Results as follows: patient self tester states that she has been observing inratio results that she feels are lower than they should be.

Manufacturer narrative:
The customer did not provide reference values for comparison analysis for the inratio inr results obtained on (B)(6) 2014. The accuracy of the customer's inratio inr results could not be determined without additional information. The accuracy of the customer's inratio inr result could not be determined without additional information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.